Event description:
A pt presented with a 65% tbsa burn and was applied with 6 pieces of dermagraft-tc (dgtc) on 5/8/1997. Cadaver skin was also applied to cover some areas of the burn. On 5/15/1997, all of the pt's covered burn wounds infected and the dgtc and cadaver skin had to be replaced. Cultures of the wounds revealed acinetobacter, staphlococcus, streptococcus and aeromonas. The wounds were debrided and 6 new pieces of dgtc were applied successfully. Infection is a common complication of burns and there was no indication that the device caused or contributed to the infection.